Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06213. The pt is implanted with two leads from different lots. It was reported the pt's stimulation is auto reducing on all programs. The pt experienced a fall in the past and was reprogrammed to obtained adequate pain relief. Now the stimulation is auto reducing, and diagnostic testing showed invalid impedances on all electrodes. The pt has been scheduled for a lead revision at a future date. F/u is pending.